Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a sensor problem on the insulin pump. The customer's blood glucose level was 154 mg/dl. The customer stated that there is no sensor electrode on the senor. The customer was finally able to insert a sensor and it was working fined. The customer was advised that we will send replacement for sensors.

Manufacturer narrative:
Inspected 1 opened/used enlite sensor and found sensor cannula bent inside sensor. Unable to confirm if customer received sensor in said condition due to customer returned opened/used.